Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_993 - (B)(4). Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional tricuspid regurgitation (tr) with leaflet tethering. An xt triclip was successfully implanted, reducing the tr to trace. There were no complications. On (B)(6) 2025, the patient was hospitalized for heart failure (cardiac decompensation), reduced ejection fraction (40%), severe tr, along with mitral regurgitation. Medications were provided as treatment. The event resolved and the patient was discharged from the hospital. Per physician, the mitral regurgitation was unrelated to the triclip/tricuspid valve device. There was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent tr. The reported heart failure and test result (reduced ejection fraction) appear to be cascading effects of the recurrent tr. Tr, heart failure, and test result (reduced ejection fraction) are listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization and medication required were results of case specific circumstances as the patient returned to the hospital and medication was provided as treatment. There is no indication of a product issue with respect to manufacture, design, or labeling.